Event description:
Philips received a complaint on the device efficia dfm100 indicating that device shows fail dx, and failed op check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 processor pca with serial number (B)(6) with som pca with serial number (B)(6) were returned from failure analysis. The visual inspection results: the processor pca and som pca were visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. Testing was performed in the test fixture using the returned processor and som pcas together. The system failed an op check. The failures were localized to the returned som pca. The allegation of the device failing an op check is confirmed.

Manufacturer narrative:
The bench repair technician (brt) evaluated the device at bench and determined that the operation test failed due to malfunction of processor assy. The processor assembly (453564489071) was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of processor assembly, the root cause of which could not be determined. The reported problem was confirmed. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that there was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The brt determined that the processor assembly was replaced and the device returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the operation test failed. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.